Event description:
It was reported that during a hindfoot arthrodesis nail (han) procedure, the surgeon reamed with a reamer/irrigator/aspirator (ria) 12mm reaming head. It was noticed on fluoroscopy that the reamer head broke and the cutting tip remained in the tibia shaft. The guide wire and reamer head were removed and the final reaming for the hindfoot arthrodesis nail (han) was accomplished with the synthes flexible reamers. The surgery was completed with no issue and only one minute surgical delay. All pieces were reported to have been retrieved. This is report 2 of 3 for (B)(4). This report will cover the reamer tube assembly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Add'l pro code: hrx. Accessories, arthroscopic. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (ria tube assembly, part 314.746s). The subject device was received in assembled state with the 314.743 assembly. There was no apparent issue with the subject device (714.746s) assembly. This device was received and identified on this pia as it was unable to be disassembled from the drive shaft assembly due to the reamer head and drive shaft assembly component failures. The ria system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm (standard drill speed) be used. The technique guide recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm are routinely used. Power equipment designed specifically for reaming must not be used. It is possible that use of an incorrect drive unit has repeatedly over torqued the drive shaft causing fatigue and ultimately the breakage of the reamer head. After reviewing the governing engineering drawings for the 314.746 device, the design is deemed adequate for its intended use and did not directly contribute to this complaint condition. The complaint condition is the direct result of the reamer head device failure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The supplier¿s certificate of compliance (dated 9/3/13) indicates the parts were manufactured to p/n 314.746, revision ¿k and met the required specifications. The lot was inspected to the synthes incoming final inspection sheet number (B)(4), revision ¿c¿ (dated 9/21/13). Ncr (B)(4)m (dated 9/30/13) was generated for the incorrect part number listed on the certificate of compliance. The certificate of compliance was corrected and the ncr was closed 12/9/13. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Product was returned without sufficient identification, as such it was not associated with this complaint until 12/11/2014. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the surgeon initially placed the reamer over the guide wire, it did not load smoothly at first but then did advance.